Manufacturer narrative:
(B)(4). No product will be returned per customer. The reported leak could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.

Event description:
The customer reported a small hole and leak in the tubing. Hyperalimentation (tpn) was infusion through the patient's PICC line. Nurse stated that when she saw the leak, she "opened up IV pump door and saw it spraying from this pint via 1 hole." The patient required extra glucose monitoring. Event occurred in nicu. No patient effect was observed, and no harm reported. No further patient/event information is available.